Event description:
Material #:2420-0007, batch#:unknown. It was reported by customer that they had a few primary IV sets (6274656) that are coming out of the package defective. They don¿t have any blue plastic going over the stretchy part that goes into the pump, so they are slipping off easily when put into or out of the pump. We had an ICU have this happen with luckily only ns running through the line. This could be a bigger issue with any other med, though. We weren¿t sure who to share this with or what else we would need to do with this other than raising awareness on our units. Verbatim: we have a few primary IV sets (6274656) that are coming out of the package defective. They don¿t have any blue plastic going over the stretchy part that goes into the pump, so they are slipping off easily when put into or out of the pump. We had an ICU have this happen with luckily only ns running through the line. This could be a bigger issue with any other med, though. We weren¿t sure who to share this with or what else we would need to do with this other than raising awareness on our units. The package was thrown away prior to the nurse finding this so we were unable to get a lot number. Additional information. 1. Please provide the date of event. Date of the event brought up to us was 12/11. The nurse reported she had another one the week prior but thought it may have just been a fluke or broken somehow so she did not report that one and does not remember the exact date. 2. Please provide the batch# or lot# number? We do not have the packaging as it was thrown away by night shift and the defect was noticed by a day shift nurse. The tubing itself had no identifying numbers. 3. Please provide the material# or ref# number? Ref is (B)(4). 4. Please wait for three business days and let us know once you received the shipping label and the sample has been shipped from your end? We did not save the broken set as it had been used on a patient. 5. Please confirm only the blue plastic missing is the issue or you find any other defect than this? The blue plastic piece was the only defect we noticed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of component damage - no leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2420-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the following verbatim it was reported by customer that they had a few primary IV sets (6274656) that are coming out of the package defective. They don¿t have any blue plastic going over the stretchy part that goes into the pump, so they are slipping off easily when put into or out of the pump. We had an ICU have this happen with luckily only ns running through the line. This could be a bigger issue with any other med, though. We weren¿t sure who to share this with or what else we would need to do with this other than raising awareness on our units.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.